Manufacturer narrative:
Correction: the product code on the initial MDR was 866, but it should have been g0463 on the original MDR. A sample was not received at the manufacturing site for evaluation for the report of a flipped iol during delivery and a loss of color on the handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, upon insertion of the iol it flipped over. The surgeon was able to successfully turn it over to the correct side without complications and completed the procedure. Also, reporter stated that it appeared that the correct injector had been used but due to the facility having a few company injectors that have lost their color, it makes it similar to look at to another model company injector from afar. After completion of the case reporter approached the nurse and asked if the correct injector had been used ¿ she said yes.